Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, ovarian cyst, endometriosis, pelvic pain, dysmenorrhea and menorrhagia. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenohea"), menorrhagia ("excessive menorrhagia"), ovarian cyst ("complication due to essure / ovarian cyst") and complication associated with device ("complications due to genitourinary device"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, ovarian cyst and complication associated with device outcome was unknown. The reporter considered complication associated with device, dysmenorrhoea, menorrhagia, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') in a female patient who had essure (batch no. 629311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, ovarian cyst, endometriosis, pelvic pain, dysmenorrhea and menorrhagia. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenohea"), menorrhagia ("excessive menorrhagia"), ovarian cyst ("complication due to essure") and complication associated with device ("complications due to genitourinary device"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6)2020. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, ovarian cyst and complication associated with device outcome was unknown. The reporter considered complication associated with device, dysmenorrhoea, menorrhagia, ovarian cyst and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received. Pelvic pain dysmenorrhea menorrhagia and medical device complication ovarian cyst event added reporter information updated. Other relevant history updated. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.